Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanted devices have not been returned to date.

Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history, it was seen that the patient had high impedance.